Event description:
It was initially reported by the nurse that the pt was admitted to ICU as she was having an increase in seizures. Nurse did not know if the seizures were above pre-vns baseline, but she stated that the pt's seizures were controlled with vns prior to admission. Nurses saw the pt after the admission and increased his settings and ran diagnostics which showed the device to be functioning within normal limits. She requested battery life calculation to be performed which gave results of approximately 0.9 years remaining until eri=yes. Further info received stated that the pt underwent battery replacement surgery due to nearing end of service. Nurse stated that they believe the increase in seizures was due to low vns battery. They had been no recent medications changes and the only thing they observed was that the generator was nearing end of service. Pt is doing better after battery replacement. Good faith attempts to obtain explanted generator for analysis has been unsuccessful.